Event description:
Caller reported an alarm 01 occurred. Customer's blood glucose was displayed as "high", but no specific value was provided. Customer planned to drive home for manual insulin administration to address bg. A cartridge change was performed resolving the issue.